Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl at the time. The customer also reported that the sensor cannula was bent. The customer's other blood glucose values were 300 mg/dl and 104 mg/dl. She was assisted in troubleshooting. The insulin pump will not be returned for analysis.